Event description:
It was reported patient had pericardiocentesis and catheter drainage for pericardial tamponade. "Overall assumption was that this was related to acute pacing lead perforation." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.